Event description:
It was reported that the left monitor display intermittently loss image and displays "no input" error. No adverse pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced display adapter circuit board and interconnect cable. The system was tested and found to be working as intended and placed back into services.